Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated hypoglycemia after announcing a meal while in range, followed by multiple corrective actions and subsequent recurrent lows, after which the ilet was turned off; on reactivation the next morning the user experienced prolonged hyperglycemia with a fingerstick reading of 600 mg/dl, and was advised to contact a clinician for possible manual injection and disconnection. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness or diabetic ketoacidosis. Outcomes included prolonged blood glucose outside target with no professional medical intervention documented. Investigation included review of device data and user-reported history. Investigation of this case revealed no device malfunction was identified and user management factors were involved, including potential overtreatment of hypoglycemia and interruption of automated insulin delivery. It was concluded that the event was related to use and management of therapy rather than a confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.